Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter address: (B)(6). Initial reporter city: (B)(6). Block g5: premarket / 510(k) #: k163248&k151895. Block h6: device problem code 2907 captures the reportable event of needle detached. Block h10: investigation results the returned expect pulmonary needle was analyzed, and a visual evaluation noted that kinks were found in the working length at the proximal section near to handle. Additionally, the needle was returned kinked/broken with evidence of bending and the section broken was not returned. A functional inspection was performed, in which the handle was actuated and it was noted that the needle was able to be extended and retracted properly. Based on all available information and the condition of the returned device, the issue could be related to handling and manipulation of the device during its use. Many attempts trying to collect the sample could cause the kink in the needle tip. Additionally, the kinks on the working length can cause friction between the needle and sheath at kinked areas. Continued attempts to extend/retract the needle or bending forces applied to extend/retract it, can result in the needle broken condition, making the device inoperable. The investigation concluded the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the lymph nodes during a biopsy procedure performed on an unknown date. According to the complainant, during the procedure, the needle was found to be broken/detached during the second puncture. It was suspected that the fragment had fallen inside the body, so chest and abdominal CT, fluoroscopic chest image, and chest xp was done, however the fragment was not anywhere to be found. The physician was not sure where broken needle fragment had gone. The procedure was completed with another expect pulmonary needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event: date of event was approximated to 11/01/2020 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter address: (B)(6). Initial reporter city: (B)(6). Premarket / 510(k) #: k163248&k151895. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the lymph nodes during a biopsy procedure performed on an unknown date. According to the complainant, during the procedure, the needle was found to be broken/detached during the second puncture. It was suspected that the fragment had fallen inside the body, so chest and abdominal CT, fluoroscopic chest image, and chest xp was done, however the fragment was not anywhere to be found. The physician was not sure where broken needle fragment had gone. The procedure was completed with another expect pulmonary needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.